Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: by report, the patient was complaining of pain beginning in (B)(6) 2018 approx, although no documentation of this occurred before october of the same year. At three years out from a left cemented tka, the patient complained of the knee feeling loose and having pain from popping and grinding. There was no health history documentation of these complaints. The patient did. Complain of pain rising from a chair and anteriorly when seen at the 3-year postoperative visit, but this was felt to require only conservative care. No documentation of instability was noted. At this point in time, it appears that the patient has some dissatisfaction with his knee surgery outcome that would be unrelated to the implants themselves and did not require any surgical intervention. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient, he had left tka on (B)(6) 2016. The patient started to experience pain in (B)(6) 2018 (approx). Patient states that when he walks about a block that the knee feels loose. Patient experiences pain from the popping and grinding. Patient states the pain has progressed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5515f701 triathlon ps fem comp #7l-cem lot a3p8x, 6197-9-001 simplex p with tobramycin 1 pack lot mkw084, 5520b700 triathlon prim cem fxd bplt #7 lot ape4m, 5551-g-381 triathlon asymmetric x3 patella lot 7rpt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the patient, he had left tka on (B)(6) 2016. The patient started to experience pain in (B)(6) 2018 (approx). Patient states that when he walks about a block that the knee feels loose. Patient experiences pain from the popping and grinding. Patient states the pain has progressed.